Event description:
Reportedly, during prep of the device before the balloon catheter had been removed from the hoop, the site could not get suction, only air from a suspected leak. The device was not used in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, which revealed a leak in the inner member between the balloon markers. The sem analysis of the balloon concluded that the inner member failure revealed features suggesting mechanical damage to the outer surface and tearing. A review of the lot history record for the manufacture of this lot revealed no non-conformances that would have contributed to the leaking of the balloon. A query of the complaint-handling database was performed and no other incidents have been reported for balloon leaks for this lot. The profile dimensions of this product are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all dilatation catheters are 100% leak tested online and a sampling of units is destructively tested to verify balloon and shaft integrity. Tears in the balloon can be affected by numerous factors including but not limited to manufacturing issues, interactions with other devices, or handling during removal of the device from the packaging and preparation for use. In this particular case, the cause of the leak cannot be confirmed.